Event description:
Caller reported a malfunction on the pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reoccur. Caller acknowledged the instructions and understood the guidance provided.